Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00749. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. (B)(6) after the procedure, the closure site was observed to have superficial skin necrosis. Additional information has been requested.